Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. According to the patient, on the day of the event, the cgm reading was 190 mg/dl. The patient then went on a walk and while on the walk the sensor showed 140 mg/dl and the patient then fainted. The patient´s wife managed to wake him up a bit and administered grape sugar and cola, then the patient fainted again. After fainting, the wife called for an ambulance. While in the ambulance, the paramedics took a bg measurement which showed 32 mg/dl and the cgm showed 89 mg/dl. The paramedics treated the patient with IV glucose. When they arrived at the hospital the patient regained consciousness. He was monitored for another hour and discharged. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid while in the ambulance. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.